Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint. The empty battery alarm was failing to alarm. Probable cause was due pcb component failure, indicated by the lack of an alarm during the battery life test. The pump was repaired and returned to the complainant.

Event description:
The initial reporter stated that the pump "shuts off during infusion". The initial reporter stated that the pump keeps shutting off. There was no injury to any patient as a result. [(B)(4)].